Manufacturer narrative:
Visual inspection was performed on the returned meter and no issues were observed. Meter was unable to turn on with start button depression or with usb cable insertion and strips. It has been determined that the cause to be isolated to the crystal/oscillator/clock. Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.